Event description:
Device 1 of 2. Reference MFR report#1627487-2017-08090. Additional information identified that the ineffective stimulation issue was resolved with ipg replacement ((B)(6) 2018). Intra operative and post-operative programming confirmed effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-08090. It was reported that the patient experienced fall a month ago and since then patient has not been able to receive effective therapy. Manufacturer representative attempted re-programming but to no avail. Surgical intervention may be undertaken at a later date to address the issue.